Manufacturer narrative:
Device not available for evaluation.

Event description:
It was reported that the advanced cement mixing bowl and 180-gram cement cartridge was being used in a procedure when the nozzle was observed to be broken at the break slit area during cement insertion, although the surgeon did not try to break the nozzle and did not apply strong force. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.